Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm masters series hemodynamic plus valve was selected for procedure. The patient had a preoperative left ventricular ejection fraction (lvef) of 27%. It was noted during procedure that a leaflet of the valve become dislodged while using the valve rotator. The valve had already been placed and fixated with stitches to the aortic ring. There was proper alignment of the valve and excessive force was not used. The valve was in a closed position when it was rotated, and the holder handle was not fully inserted into the orifice at a 90-degree angle. The dislodged leaflet came off as one piece and was successfully recovered from the patient. The physician did not attempt to reinsert the leaflet. Instruments that encountered the valve at the time of dislodgment included the valve rotator and a silicone pencil. No resistance was reported during rotation. No other tools besides the holder handle were used to position or rotate the valve. The decision was made to remove the 25mm masters series hemodynamic plus valve. A new 23mm masters series hemodynamic plus valve had to be prepared for implant and resulted in prolonged the aortic clamping and extracorporeal circulation times. This directly affected the patient's condition. The patient ultimately died on (B)(6) 2025, with the cause of death reported as cardiogenic shock.

Manufacturer narrative:
It was reported that a patient with a decreased left ventricular ejection fraction (ef 27%) underwent an aortic valve replacement using a 25 mm masters hp mhv and a leaflet of the valve become dislodged while using the valve rotator. The dislodged leaflet came off as one piece and was successfully recovered from the patient. A new 23 mm masters series hemodynamic plus valve had to be prepared for implant and resulted in prolonged aortic clamping and extracorporeal circulation times. This directly affected the patient's condition and the patient expired with the cause of death reported as cardiogenic shock. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received from field and medical review, the cause of reported leaflet dislodgement and patient death could not be conclusively determined. It is possible that procedural condition (prolonged procedure in combination with a possible inadequate myocardial preservation considering the pre-existing decreased left ventricular function) may have contributed to patient death. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.